Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 114 mgdl at the time of the call. The product was not returned for analysis.